Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, acknowledging and understanding the instructions provided.